Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified.

Event description:
The customer reported that during performance verification test, the unit failed the power fail alarm test . The alarm fails to sound for 2 minutes. The customer reported the device was not in use on patient.